Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. The ipg was replaced to maintain effective therapy. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. A company manufacturer met with the patient and confirmed the same message. The device is still providing therapy. Surgical intervention may be pending to address the issue.